Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: on examination, the display was faded and pink. The keypad was intact without damage. Unrelated to the original complaint, it was noted during testing that the contrast, up arrow and down arrow buttons had intermittent response. The ok button was functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.